Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. Ths investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Moreover, the patient had superior vena cava (svc) syndrome and developed a hematoma. The rv lead was explanted. No additional adverse patient effects were reported.